Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests done. The depletion rate with the stimulation off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient is experiencing charging difficulty. A bsn engineer analyzed the patient's database and confirmed premature depletion. The patient underwent an ipg replacement surgery and is doing well.

Event description:
A report was received that the pt is experiencing charging difficulty. A bsn engineer analyzed the patient's database and confirmed premature depletion. The pt underwent an ipg replacement surgery and is doing well.